Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with total abdominal hysterectomy. It was reported that patient underwent multiple mesh excision on (B)(6) 2014, (B)(6) 2015, and (B)(6) 2015. It was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that the patient experienced erosion, vaginal vault prolapse, mixed incontinence, pelvic pain, difficulty voiding, dysuria, frequency, nocturia, mesh exposure, bleeding, scarring, urgency, urinary tract infection, burning sensation, itching and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: (B)(6) 2017 through (B)(6) 2017. (B)(4). All event details will now be captured via emdr report number.